Event description:
Additional information received reported that there was resistance in the distal end of the catheter. The col came out of the sheath smoothly.

Manufacturer narrative:
H3: product analysis #287045261:equipment used: vis (m-78210), 203cm ruler (m-83361) document used: 50520doc rev: c, 50523doc rev f as found condition (condition of returned device): a concerto implant coil was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch; within an opened concerto implant coil inner pouch and within a dispenser track. Visual inspection/damage location details: the concerto implant coil was returned within introducer sheath. The actuator interface, coupler tube, and break indicator were found to be intact. This is indicative mechanical method detachment was not attempted. The concerto coil pushwire was found to be kinked at load indicator, bent at ~29.6cm, and kinked within introducer sheath at ~168.7cm for ~2.0cm from proximal end. The coin was found to be still against the lumen stop. The shield coil was found to be stretched. The implant coil was already detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports): under the microscope, the outer jacket was then removed to gain access to the coin. The coin appeared to be in good condition. The lumen stop appeared to be visually acceptable. The retainer ring was found to be visually acceptable and measured to be 0.0049¿ which is within specification. Conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the concerto was returned with the implant already detached; however, the cause could not be determined. Since the implant coil and included detach element was not returned for analysis, any contributing factors could not be determined. A possible cause for premature detachment is the coil not being retracted in a one-to-one motion with the implant pusher during repositioning. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the concerto implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, failure to hydrate the coil prior to use, and lack of continuous flush during delivery. Based on the device analysis and the reported information, the customer¿s report of ¿coil kink/damage¿ was confirmed as the concerto pusher was found to be kinked; however, the cause of the damage could not be determined. Possible causes are coil is not retracted in a one-to-one motion with the implant pusher during repositioning, user advances or retracts the coil against resistance. (Reyesr32 2023-03-26) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil experienced resistance in the microcatheter and prematurely detached. The patient was undergoing treatment for embolization pre nephrectomy in a patient with previous kidney transplant. The patient's blood flow was normal, and their vessel tortuosity was minimal. It was reported that the doctor embolized the kidney vasculature with glue, then, to close the proximal part of the vessel, they changed the microcatheter to position the concerto coil. The coil had a premature detachment and was released inside the microcatheter. The doctor felt resistance on the pusher and tried to force it out, but when it was outside the microcatheter's tip, they noticed that the coil was not even more attached to the pusher. The doctor replaced the microcatheter and implanted a new coil.  No surgical or medical intervention was required. There was no damage to the catheter, but the pushwire was bent/broken. The physician did not reposition the coil, no detachment attempts were made, the delivery pusher was not rotated, and a continuous flush was not administered. The patient did not experience any injury or complications. It was reported that the devices were not prepared according to the instructions for use (IFU). The coil was not immersed in heparinized saline before insertion in the microcatheter. The microcatheter was washed with saline before use. Ancillary devices include a terumo progreat 2.7 microcatheter.